Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. The alarm occured after the customer tried to change the infusion set. Customer stated that it kept priming. Customer's blood glucose level was 117 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer was disconnected from the pump and stated that the drive support cap was sticking out. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)